Manufacturer narrative:
The information provided that the case severity and blood glucose value with the initial report was incorrect. The correct information has been included with this report. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(6) 2019. It was also reported that customer's blood glucose value was 600 mg/dl and treated with lantis and humalog pens. Cannula was bent.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was above 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with lentils and homolog pens for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated the cannula was not bent. Customer stated that they was advised to endo the insulin pump was not able to go to auto mode at all. The insulin pump will not be returned for analysis.